Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet (B)(4). A maquet field service technician was on site and investigated the unit. While troubleshooting the system would produce a loud tone. The technician determined that the display board was defective. The technician replaced the defective display control board and tested the unit successfully to factory specifications. A supplemental medwatch will be submitted if additional information becomes available.

Event description:
It was reported that the hcu30 would not make ice. Additional information: no patient involvement was reported. (B)(4).